Event description:
Journal reference: kupsch, et al. "Pallidal deep-brain stimulation in primary generalized or segmental dystonia." New england journal of medicine; 2006; 355: p1978-1990. The article describes the results of a study involving a cohort of 40 patients treated for dystonia with bilateral deep brain stimulation of the internal globus pallidus. A total of 22 adverse events occurred in 19 patients. Reportable event(s): one patient experienced a lead break during the extension phase of the study. Info on patient symptoms and resolution was not provided.